Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device intermittently powered off and rebooted itself. There was no patient use associated with this event.